Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for pancreatitis. The blood glucose reading was 796mg/dl. The customer was vomiting, not keeping food down, and had high blood glucose. Troubleshooting was declined. The customer's most recent glucose reading was 273mg/dl and was treated with a manual injection. No further info was provided.